Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2021 the posterior spinal fusion (l5 left side) for asd was done with the cfx screw in question. The screw seems to have damaged during the surgery. The screw was inserted using the power tool and there was no abnormal sound or strange feeling suggestive of cross-thread. The screw was loosened with a torque driver because re-balancing was required after the final tightening. The set screw insertion was performed again using a clip-on device. When the set screw was tightened, it was stripped and iron chips were confirmed in the screw head. Even if the set screw was changed to a new one, it could not be tightened with the specified torque. The thread inside the screw head thought to be damaged. Since it was in the late stage of the surgery, the surgeon did not replace it with a new screw in consideration of the risks and benefits. Although the set screw did not exert the specified torque. It was determined that manual tightening by the surgeon was sufficient. Procedure was completed successfully with thirty (30) minutes delay. Concomitant device reported: unknown torque driver (part# unknown, lot# unknown, quantity unknown). Unknown clip-on device (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.5 exp verse can scr 7.0x45. This is report 1 of 2 for complaint (B)(4).